Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this pt was being treated with the gore excluder aaa endoprosthesis featuring the c3 delivery system. During the procedure, the pt lost 50-60 ml of blood through the handle of the c3 delivery system. The device deployed successfully and there were no further complications with the procedure. The pt tolerated the procedure.